Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis. Customer alleged the pump was the cause. Customer disconnected call with tandem technical support (cts) prior to providing additional event or customer identification/pump information. Although multiple attempts were made by cts to obtain additional information, customer did not reply.